Event description:
The pt was revised because of loosening.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was not possible, as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of prod contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.